Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with patient the morning of the report. Patient was very frustrated "because there is either something going on with their battery or the recharger". Patient had to charge up two times a day whereas they were charging 1 time per day and they are using like 3 quarters of the battery a day. It took patient about 2.5 hours to charge. Patient was on high dose setting and was getting good coupling and this started in the last few weeks prior to report and was causing them high stress. Rep said that they wanted to replace the recharger to first rule that out as patient was very frustrated. Rep also stated that patient had not been seeing the ins fully charged screen. Patient had been on these settings for quite some time and rep checked the diaries and confirmed patient had definitely been charging at least once a day. Patient's programming was not new, just the amount or frequency that patient is having to charge. Rep mentioned that patient's leads and electrodes were fine. Patient did not know that they could walk around while charging and they thought they had to be plugged in to charge. Patient stated they would try to do that. A replacement recharger was sent. No further complications were reported as a result of this event.